Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : investigation of the reported event confirmed the reported device disassociation. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision following a fracture of a global unite head. Update july 4, 2017: additional information received indicating the patient was revised due to disassembly of the head. Doi updated and added patient demographics. Part and lot numbers are added into the complaint record. This complaint was updated on july 4, 2017. Update july 31, 2017: additional information received indicating the patient underwent surgical revision with joint synovectomy and change of head and humeral metaphysis. It was reported that there is synovitis with metallosis at the glenoid. This complaint was updated on july 31, 2017. Update 7-31-2017: medical records have been reviewed. Operative notes (B)(6) 2017 indicate the patient received a surgical revision with joint synovectomy and change of head and humeral metaphysis due to disassembly of prosthetic head through humeral prosthesis of the left shoulder. Upon accessing the joint, the surgeon noted that the prosthesis head had disassembled from the metaphyseal morse taper and was loose in the joint; it was removed without difficulty. Exploration of the metaphyseal morse taper revealed some scratches: decision is made to change this part. The surgeon notes that at the glenoid, there is synovitis with metallosis. Please take note, at the time of original complaint the reason for revision was due to fractured global unite head. It was not until review of these medical records that it could be verified that there was not a fracture, that the head disassociated from the stem. That is why until this point the stem was not entered on the complaint and the head was not coded as disassociated. Reportability has been updated. Updated 8-15-2017.